Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and ten months post implant of this annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve due to pannus. The surgeon reported that the pannus caused stenosis and constriction of the leaflets with distortion and incompetence of the native valve. The surgeon reported the ring was well seated with no paravalvular leak (pvl) and that the issue was caused by the pannus. No additional adverse patient effects were reported.